Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath and carrier tube assembly. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. The device was subjected to visual analysis. There was a cut on the hemostasis sheath. The cut was located between the 'I' and 'o' markers. The anchor, collagen and some suture were cut and observed to be out if the hemostasis sheath. The collagen was not tamped or folded. All cuts appeared to be clean. Functional testing could not be performed based on the state of the returned device. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that non-deployment of the angio-seal components post the percutaneous coronary intervention (pci). The technologist stated that he felt the first and second click just like always, however when the angio-seal was removed from the groin, there was no suture. Pressure was held immediately, with hemostasis achieved inside of two minutes. This was cause for concern that the angio-seal components, along with the tamper tube had all been deployed inside the patient. Upon further investigation of the unit, it was discovered that all components were still safely tucked inside the sheath and had never exited the monofold. The groin site was closely evaluated with no issues following the procedure. The patient ambulated after four hours and was discharged the following day with no complaints. The patient's condition was baseline. The procedure was completed successfully. Additional information was received on 20july2021. Although they had no difficulties obtaining access or with any of the equipment used other than the angio-seal, they did indicate that the groin felt crunchy upon sheath insertion. A pre-deployment angiogram was performed, and it was indicated there was some calcium in the vessel. The deployment never actually happened due to the angio-seal components not exiting the monofold. The sheath size used with the angio-seal was a 6 fr.